Event description:
It was reported that on 29 may 2026, a 30mm amplatzer cribriform was chosen for implant using anamplatzer trevisio delivery system. The baseline rhythm was reported as sinus rhythm, and the patient, a seven-year-old child, had no prior history of conduction disorders (including rbbb, lbbb, or av block). The device was implanted as intended; however, on (B)(6) 2026, the patient developed atrioventricular (av) block. On (B)(6) 2026, the patient underwent a percutaneous procedure for device extraction, which was reported as successful. At the conclusion of the procedure, the patient remained in av block. No immediate interventional treatment such as pacemaker implantation, cardiac ablation, or cardiac medications was performed, and the patient was managed with monitoring. Following device removal, the patient received three days of anti-inflammatory steroid therapy to reduce inflammation and potentially resolve the heart block. The patient required a prolonged hospital stay of approximately one week for rhythm monitoring. The implanter considered the likely cause of the av block to be the relatively large device size, which may have contacted the atrial walls.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.